Event description:
The device was used during a subtotal gastrectomy. Reportedly, the instrument was difficult to open. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.